Event description:
It was reported by the patient that an infection had occurred. It was further reported that the patient developed local signed of infection with tenderness at the pocket. The pocket was evacuated, debrided and irrigated with antibiotic solution. The lead remains in use. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.